Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This a is filed to report leak. It was reported that during preparation of the steerable guide catheter (sgc), the column failed to hold fluid. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.